Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not performing leakage testing, they were using hand washing detergent instead of enzymatic detergent for manual cleaning, and they do not soak the device in detergent. They were not using a sufficient volume of disinfection cidex plus lcg, and half of the control body unit was not being disinfected. They were not using test strips for the cidex plus and they were not replacing the sterile rinse water between reprocessing cycles and they were only rinsing the device once. No further detailed info was provided.

Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility to review the facility's reprocessing practices, and provided educational materials and inservice training on appropriate reprocessing of endoscopes to user facility personnel. This report is being submitted as a medical device report in an abundance of caution.